Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 09/30/2009.

Event description:
A surgeon reported a patient with endophthalmitis following intraocular lens (iol) implant surgery. Cultures from the vitreous were taken during a vitrectomy. It was also reported that "the vitrectomist expressed the suspicion of masquerade-syndrome, as no bacterial endophthalmitis." The patient was treated with medications. Additional information has been requested.